Event description:
It was reported the physician could not steer the lead during implant. Reportedly the lead had a significant curve when it was removed from the packaging. The lead was discarded and the physician implanted a different lead. It was reported the surgery was extended by 90 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.